Event description:
This pt presented to hospital for an MRI test as an outpatient. During the test, the pt quickly separated her hands. She immediately stated she felt a tingling in her fingers. She was evaluated before proceeding and then completed test. After the MRI, the pt continued to complain of tingling in her fingers and numbness up her arm and face. She felt the effects for 3 days.